Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia after removing an infusion set and before reconnecting with a new cartridge, connector, tubing, and inset infusion site on the ilet system; troubleshooting and education were provided during a follow-up call. Symptoms included elevated blood glucose with a reported peak of 340 mg/dl and no acute complications. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention or assistance required. Investigation included remote troubleshooting and user education focused on infusion set replacement and reconnection steps. Investigation of this case revealed no device alarms or alerts and no identifiable device malfunction, with hyperglycemia temporally associated with infusion disconnection and subsequent reconnection. It was concluded, based on previously established findings for similar reports, that the cause was unclear.